Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly noted. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. No belt clip assy received with pump. Unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose that was running from 400 mg/dl to 500 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.